Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, at 80 percent deployment, the valve was unable to be positioned so a decision was made to remove the ds from the patient's anatomy. The patient became hypotensive; medication(s) were administered and cardiopulmonary resuscitation (CPR) was performed. A 26mm, non-abbott valve was selected for implant and able to be implanted successfully. The patient's condition is unknown.